Manufacturer narrative:
Image analysis: images were provided showing the left coronary system prior to treatment. Lesions were evident in the proximal to mid lad and proximal to mid lcx. The lad ostial proximal and mid vessel lesions were initially successfully treated with two stents deployed without issues being encountered. The proximal to mid lcx was then pre-dilated, prior to images showing the presence of a dislodged stent from the left main (lm) into the proximal lcx. The attempted delivery and mechanism of dislodgement of the stent were not captured on the images provided. The dislodged stent was snared and successful removed from the lcx. The target vessel was further pre-dilated prior to the successful delivery and deployment of a long stent in the proximal to mid lcx. Delivery of the stent also appeared to show difficulties as the procedural wire in the lcx could be seen arching as attempts to delver the long stent were being made. The stent was successfully deployed and was post dilated prior to completion of the left coronary system treatment. Based on the overall treatment it suggests that the tight vessel and angulation at the ostium of the lcx may have impacted on the initial delivery and dislodgment difficulties. Further pre-dilation of the vessel made successful stent delivery and deployment possible. Additional information: annex d codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a severely tortuous, severely calcified lesion in the circumflex (cx) artery. The device was inspected with no issue noted. The lesion was pre-dilated. Resistance was encountered when advancing the device. It was reported that stent dislodgement occurred during delivery to/at the lesion. It was detailed that there was difficulty delivering the stent to the cx artery, therefore, the stent was removed for further vessel preparation. When the stent was removed it was noted that the stent had dislodged from the balloon. The stent was stuck in the left main. The dislodged stent was removed with a snare. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: the lesion was located in the proximal circumflex (cx) artery. The device was prepped per IFU with no issues noted. The device did not pass through a previously deployed stent or cell of a stent. Excessive force was not used during delivery. There was no resistance noted during withdrawal of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.